Manufacturer narrative:
Investigation x-inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 08/27/2012 under wo (B)(4) and shipped on 09/17/2012. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the root cause is attributed to end user error. As no history of service exists for this 11 year old system, the unit is deemed to have been used incorrectly. Pertaining to the diaphragm: this unit was also noted to have the original diaphragm and updated accordingly. Previous issues with the diaphragm requires all units noted to have an original diaphragm will be updated whether they are faulty or not. The issue was due to a latex material degrading over time. A new material, silicone, was selected to replace it as it is not prone to losing its sealing function as did the latex version. A seal is needed for the pneumatic switch to turn on the power. Reason: no further training required. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
The following details were reported on e-complaint (B)(4) : "no heat/no charge to electrode. "

Event description:
The following details were reported on e-complaint (B)(4). "No heat/no charge to electrode. "

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.